Event description:
It was reported that during a meniscus repair surgery, the t2 implant of two(2) fast fix 360 could not be released from the setting instrument; the t1 implants were removed from the patient using tweezers. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the devices were both returned without anchors or suture and outside of original packaging. Device one had a bent needle. Device two had not physical damage visible. A functional evaluation revealed device one could not be functioned as intended due to bend in needle. Device two could function the actuator and actuator tip as intended. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review of the part found similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. No containment or corrective actions are recommended at this time.